Event description:
Customer states: when the product was used to the pt during procedure, me found the smoke came out from the body of machine. No pt harm.

Manufacturer narrative:
The serial number of the unit is not available, so the MFR date is unk. It was confirmed there was damage to the connector. The warmtouch 5200 patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode. The unit was replaced with a 5300 warmtouch.